Event description:
It was reported that patient underwent a percutaneous vertebroplasty (l3) performed on (B)(6) 2024. In the surgery, while following the procedure in the procedure manual, rupture was observed during balloon dilation. The surgeon confirmed the situation and said that the barometer was in the safe range at the time of the rupture. Because the rupture occurred just before the maximum expansion capacity was reached, the procedure was continued and completed without further problems. The surgery was completed successfully with no surgical delay. Patient was stable. This report is for a synflate balloon/medium- sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: d2: additional procode: hrx d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a synthes employee. H3, h6: product code: 03.804.701s lot: 230904021 release to warehouse date: 20 september 2023 expiration date: 01 september 2025 supplier: (B)(4) manufacturing site: werk selzach a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H6 component code: g07002 ¿ device not returned device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.